Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was de-cased and visual inspection was performed on the sensor¿s pcba (printed circuit board assembly), no issues were observed. The returned battery was measured and all range was within specification range. Performed an smu (source measurement unit) test, however all results were not within specification. The sensor was unable to reprogram. An extended investigation was performed. Visual investigation has been performed on returned de-cased sensor, observed returned sensor was damaged due to de-casing. Attempted to extract data from returned sensor however sensor did not read. Visual inspection was performed on returned sensor's pcba (printed circuit board assembly) and observed that the antenna had been damaged due to de-casing. Unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Unable to communicate antenna due to this damage. The returned battery was measured and all range was within specification range. Therefore, issue is unable to test. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. Section d4 (serial number) was updated from (B)(6) due to product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor.